Event description:
Patient's hickman catheter appeared to have separated on the red lumen. The inner and outer parts seemed to have separated from one another. The red lumen was repaired.====================== health professional's impression======================the hickman appeared to have separated on the red lumen. The inner and outer parts seemed to have separated from one another.